Event description:
It was reported that the 2600 sys would not fluoro during a procedure. The procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The footswitch was not plugged in properly, this was corrected. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc.